Event description:
It was reported a perforation occurred. On (B)(6) 2001, patient was implanted with a greenfield vena cava filter (gvcf). Approximately, (B)(6) 2018, patient underwent a computed tomography (CT) scan, which revealed 3 of the gvcf struts had perforated the inferior vena cava (ivc) wall. Additionally, the medial strut is along the outer aspect of the ivc wall in close proximity to the right aspect of the aorta, and the medial posterior strut extends to the anterior l2-l3 vertebral discs. Filter remains in patient and may require future surgical removal.

Event description:
It was reported a perforation occurred. On (B)(6) 2001, patient was implanted with a greenfield vena cava filter (gvcf). Approximately, (B)(6) 2018, patient underwent a computed tomography (CT) scan, which revealed 3 of the gvcf struts had perforated the inferior vena cava (ivc) wall. Additionally, the medial strut is along the outer aspect of the ivc wall in close proximity to the right aspect of the aorta, and the medial posterior strut extends to the anterior l2-l3 vertebral discs. Filter remains in patient and may require future surgical removal.